Event description:
Postoperatively pt experienced arrhythmias. The pt then experienced cardiac arrest and was resuscitated with resultant right side herniparesis and moderate dysphagia. Pt gradually improved and was discharged. The valve remains implanted.